Event description:
The customer reported that the sys would not display any images and the tube was making a clicking sound. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The x-ray tube was worked on and the formatting was functional, however, the tube needed to be replaced. Delivered of the x-ray tube was arranged. No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.